Event description:
It was reported that an ilet user experienced hyperglycemia, with glucose reaching 278 mg/dl, after repeatedly announcing meals as a means of correction. The user reported announcing multiple meals during the day and remained elevated overnight until advised to change the infusion set, after which glucose trended down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper procedure, specifically use of meal announcements as corrections, related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.